Manufacturer narrative:
The customer heard something rattling when the reagents were being mixed. He checked the reagent pack and found a dropped tip within the cassette. The customer removed the tip. The field service engineer found the probe was out of adjustment. He replaced the probe and performed adjustments. System checks passed and calibration and quality control passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of the analyzer dropping probe tips and questionable troponin t results for one patient sample from the cobas e411 disk analyzer. The initial result was 936 ng/l with a data flag and was reported outside of the laboratory. The repeat result was around 6 ng/l twice. The reported result was then amended. The patient was redrawn and a high result was received again. The reagent lot number was 577316. The expiration date was 23-feb-2023.